Event description:
The device was placed in the pt on 6/14/97. An x-ray confirmed placement was good. However, on 6/16/97, an x-ray revealed catheter to be separated and extravasation was noted. The tube had eroded through the duodenum. On 6/17/97, the pt was taken to surgery and the separated segment was removed.